Manufacturer narrative:
(B)(4). The customer provided one image showing a PICC catheter. Visual analysis revealed that the catheter body was severed. Further analysis revealed that the catheter body appears to bulge adjacent to the juncture hub. Per the response from the sales representative, this bulging is the source of the customer complaint. The customer also returned one 2-lumen pressure injectable PICC catheter. Signs of use were observed inside the catheter body, which confirms that the catheter was used by the customer. Visual and further dimensional analysis (see below) revealed that the catheter body was intentionally severed in two locations; however, the severed end that included the distal tip was not returned. Visual analysis revealed that the catheter body was bulged and ruptured at the 2cm marking. Microscopic examination confirmed the damage and revealed stretch marks at the location of the damage. Further functional analysis revealed that the rupture corresponds to the distal lumen. Further analysis of the distal lumen revealed a build-up of congealed biological material partially occluding the catheter. This occlusion in combination with over-pressurization likely caused or contributed to this event. The rupture on the catheter body measured 2cm from the juncture hub. The catheter body was severed 25.5cm and 51.5cm from the juncture hub. The catheter body length measured from the juncture hub to the second severed location measured 51.5cm. This indicates that 1.224"-1.724" of the catheter body was severed and not returned for analysis. The catheter body outer diameter measured 0.0705", which is within the specification limits of 0.066"-0.071" per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to the catheter extension lines and flushed. When flushing the distal lumen, water was observed leaking from the rupture in the catheter body. No defects were noted when flushing the proximal extension line as water exited the lumen at the severed end. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A lab inventory pin gage was inserted through the lumens of the returned catheter. When passing through the distal extension line, dried biological material was observed exiting the lumen. This biological material in combination with over pressurization likely contributed to the event. Once the biological material was cleared , the long pin gage could pass through the distal lumen with no resistance. A device history record review was performed, and no findings were identified. The IFU also states, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". The IFU also states, "use only lumen(s) labeled "pressure injectable" for pressure injection to reduce risk of catheter failure and/or patient complications. Refer to the arrow pressure injection information label for pressure injection information". The report of a ruptured catheter was confirmed through analysis of the returned sample. Visual analysis revealed that the catheter body was ruptured adjacent to the juncture hub. This resulted in the catheter leaking when flushing the medial extension line. Further analysis revealed a build-up of dried biological material was partially occluding the distal lumen of the catheter body. Despite the damage, the catheter met all relevant dimensional requirements. A device history record review was performed, and no findings were identified. Based on the customer report and the sample received, the biological material in combination with over-pressurization is likely to have caused or contributed to this event. Therefore, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient has presented back to radiology complaining of pain in upper arm. PICC has fractured and every time PICC was used, extravasation occurred. The PICC was removed - found to have split in line". The condition of the patient was reported to be 'fine' and a new PICC was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient has presented back to radiology complaining of pain in upper arm. PICC has fractured and every time PICC was used, extravasation occurred. The PICC was removed - found to have split in line". The condition of the patient was reported to be 'fine' and a new PICC was used to complete the procedure.